Event description:
Pt's mom reported the pt is in intensive care. Freq: swish and spit 5ml by mouth 4 times a day. Avoid eating or drinking for at least 1 hour after use. Prescriber contact info: (B)(6).